Manufacturer narrative:
D10 concomitant products: vloca006l v-loc 180 0 abs reload 15cm (lot#: n3k2321y), vloca006l v-loc* 180 0 abs reload 15cm (lot#: n3k2321y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy, while closing the vaginal cuff, two consecutive barbed suture needles broke in half and the broken needle components fell into the cavity of the patient. X-ray imaging was performed to locate and confirm retrieval of all pieces of the broken needles. The surgical time was extended by approximately 30-40 minutes due to the need to locate both pieces. The procedure was completed using lap needle drivers and a conventional barbed suture.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic hysterectomy, while closing the vaginal cuff, two consecutive barbed suture needles broke in half, and the broken needle components fell into the cavity of the patient. X-ray imaging was performed to locate and confirm retrieval of one piece from the broken needle. The surgical time was extended by approximately 30-40 minutes due to the need to locate both pieces. A laparoscopic grasper was used to retrieve the disengaged pieces. The procedure was completed using lap needle drivers and a conventional barbed suture.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no notable condition. It was reported that the suture needles broke in half. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of bent loading blades. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.